Event description:
It was reported that the patient underwent a vns generator and lead replacement surgery on (b)(46 2015 due to prophylactic generator replacement and lead discontinuity. The lead discontinuity was determined because high lead impedance was reportedly observed on (B)(6) 2015 and a fracture was reportedly identified on x-rays. The explanting facility does not return explants, so the products have not been received for analysis to date. No additional relevant information has been received to date.